Event description:
It was reported that after use of the bd micro fine plus¿ insulin pen needle the pen needle wouldn't detach. The following information was provided by the initial reporter, translated from japanese to english: when removing the pen needle from the pen, only the inner shield was removed and the needle tip exposed. The issue never occurred before however it occurs every time now.

Manufacturer narrative:
Investigation summary: five photos and thirteen open 32g x 4mm pen needle samples were returned from an unknown lot. No., cat. No. 320136 along with one open needle which is not bd product. Visual examination and a functionality test was carried out on all thirteen samples and no issues were observed. No DHR review can be carried out as lot number is unknown. Conclusion: no issues were observed with the returned photos or samples therefore no root cause can be identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use of the bd micro fine plus¿ insulin pen needle the pen needle wouldn't detach. The following information was provided by the initial reporter, translated from (B)(6) to english: when removing the pen needle from the pen, only the inner shield was removed and the needle tip exposed. The issue never occurred before however it occurs every time now.